Manufacturer narrative:
The device was returned for evaluation, however no lot number was provided. The investigation shows the screw broke off at the transition between the unthreaded adaptor hole and the threaded insertion hole on the light handle. It is impossible to determine exactly what force contributed to the breaking of the screw. Review of the adaptor itself shows all measurements surrounding the screw insertion point to be within specification, indicating no issue with the fit of the adaptor in relation to a screw. The screw was confirmed to be the correct size. The root cause for why the screw broke and what force caused it cannot be determined. It could be a defect within the light handle, stripping of the inside threads dur to overtightening, or a number of other reasons that led to the breaking of the screw. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "the screw was broken and the adaptor came off."

Manufacturer narrative:
The device has been returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.